Event description:
The pt called in 2004 alleging that their one touch basic enhanced meter reading inaccurately low. Senior medical affairs specialist spoke with the pt the following day to obtain further info. Pt reported that they had been having low symptoms, had obtained a 32 mg/dl, and had decided to visit their physician's office. They were treated with glucose for low blood glucose levels at the physician's office. Pt reported that their blood glucose levels would fluctuate rapidly. The pt neither alleged harm nor experienced injury or medical intervention due to the meter readings. They were unable to describe the low symptoms experienced during the time of concern. Pt takes "prednisone" to control their diabetes. The customer service rep discovered that the pt had not been cleaning the meter according to the owner's manual. A check strip test fell within specification and two control solution tests failed. The test strips were within the expiration date, stored properly, not opened longer than the discard date, and were in good condition. The calibration code was set correctly. Based on two failed control solution tests, there is an indication that the strips malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.